Manufacturer narrative:
Although the returned sample has been received, the investigation has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "system messages during set up" (device displays error message). A nurse reports system messages 1200 and 3420 were received during set up. The system was rebooted multiple times, but the messages would not clear. A different system was used to complete the cases. There was no patient injury.